Event description:
The sales rep reported through our kit booking specialist an event of breakage of the involved product present in a loaner kit. No adverse consequences reported for the user or patient.

Manufacturer narrative:
The device was discarded by the hospital. If additional information is received it will be provided on a supplemental report.